Manufacturer narrative:
Confirmed issue resolved at time of call to medtronic technical services. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the navigation system wireless mouse was unresponsive in cranial 2.2.7. The navigation system functioned normally at first and was turned off. About the time positioning the patient, the navigation system showed the message localizer not connected on the registration screen. Following trouble-shooting, normal function resumed. Resolution confirmed. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.